Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. No vibration anomaly when monitored. The device had a minor scratched lcd window, scratched case, and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer reported that insulin pump was vibrating and there was a red dot on display screen. Customer's blood glucose was 143 mg/dl. After troubleshooting and pump rest for 2 hours, display screen did not return. Customer was advised that insulin pump would need to be replaced.